Manufacturer narrative:
(B)(4). Batch # m9237j. The analysis results found that the el5ml device was received with the tissue stop out of position but still attached to the instrument. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. No conclusion could be reached as to what may have caused the reported event and the condition of the tissue stop. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired clips that were not fully closing. It is unknown if a cholangiogram was performed. The device was not part of a kit. Another like device was used to complete the procedure. There were no adverse patient consequences reported.